Event description:
The customer reported that the fluoro image suddently blacked out. The system was rebooted, then worked as normal.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep engineer checked the system and it worked with no problem. He checked the dc power voltage and the dc power voltage was a little low. He adjusted it to the correct settings.